Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device over heats the water and device emitting a strange substances. Patient also alleged headaches. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 18, 2024, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged device over heats the water and device emitting a strange substances. Patient also alleged headaches. Additional information was received about the allegation of particles in airpath. There was no report of serious patient harm or injury. Section e1 has been updated in this report.